Event description:
It was reported that during a laparoscopic colon resection, both the hand and foot pedal did not work. When the surgeon tried a second time to activate the device, the curved blade broke off. This happened outside the operation field. There was no adverse consequence to the patient.